Event description:
It was reported that on 01 february 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A nt mitraclip was advanced to the left atrium. The blue markers were aligned the devices were correctly straddled. When attempting to maneuver the clip delivery system (cds) using the m-knob, the cds bent in an unusual direction. It was thought the device had shifted 90 degress off from the blue alignment markers due to torque. The device was removed and a replacement cds was used to complete the procedure reducing mr to grade 1. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported sleeve steering issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na